Event description:
It was reported that a patient underwent a hernia repair procedure on (B)(6) 2026 and suture was used. Product was breaking at the time of use. It was necessary to use 4 more wires from the same lot, without obtaining the desired use. After exchanging for a unit from another batch, it was possible to carry out the procedure successfully. No patient consequences were reported. Additional information was requested.

Manufacturer narrative:
Product complaint # (B)(4). D4: UDI: the expiration date is currently not available. Therefore, the full UDI is currently not available. Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. Additional information was requested, and the following was obtained: was there any damage or loss reported by the patient or user? No was there a significant delay? Unknown. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.